Event description:
Caller reported an obstruction notification, but the alarm number could not be verified. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. Despite experiencing recurring occlusion issues, the customer declined additional assistance, and technical support closed the case.